Event description:
User stated on the floor under the left front corner of the analyzer there was a slick substance that appeared to be oil. The user also stated the spot was about 6 inches in diameter and some could slip on it. No operators were injured and no patient samples were affected. The field service rep determined there was a small leak of an oily substance down the side of the system compressor and cleaned up the fluid that was present. The user declined having the compressor replaced, as they will soon stop using the analyzer.